Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the thumb advancer was advanced and an attempt was made to deploy the clip; however, the clip did not deploy and it was observed that the introducer sheath did not completely split. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.